Manufacturer narrative:
During follow-up, the patient said she is going to see her urologist for a cystoscopy to ensure there are no other problems in her bladder that may be contributing to the infection. She has not noticed any defects or malfunction with the t12 catheter.

Event description:
Intermittent catheter patient (user) stated she has been having a lot of bladder infections concurrent with catheter use. During follow-up, the patient said she was treated repeatedly with different antibiotics, but the infection returned. She received a shot of gentamicin that resolved the infection.